Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator auto trigger was suddenly activated even though the patient could not breathe spontaneously. The device continued ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator without any reported harm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the one differential flow sensor transducer board for the newport ht70 ventilator. The reported symptom could not be duplicated as there was no fault with the transducer board.